Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, pa found a piece of "sliver" of the rubber boot from the vasoview hemopro tip in the patient's thigh. She was able to remove the separated piece with the hemopro jaw from the patient's leg. She states the generator setting was at (2.5). The hemopro tool was inserted with the tips up and in the closed position. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicon insulation on the cold jaw was slightly peeled and cracked on the jaw. A specimen cup was returned with a possible piece of the insulation. After examining the piece that was returned, it was noted it was made of a suture like material. No other visual defects were observed. Based on the retuned condition of the device, the reported complaint was confirmed for the reported failure mode, "peeled insulation."

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, pa found a piece of "sliver" of the rubber boot from the vasoview hemopro tip in the patient's thigh. She was able to remove the separated piece with the hemopro jaw from the patient's leg. She states the generator setting was at (2.5). Thehemopro tool was inserted with the tips up and in the closed position. A replacement device was used to complete the procedure. The hospital did not report any patient effects.